Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, h4, h10 h3) device evaluation: medtronic led an evaluation of the reported double fenestrated grasper, the field service notes and associated device logs. Review of the field service notes indicated that the instrument was not recognized during docking. The instrument was replaced but the issue persisted. The sterile interface module (sim) was then replaced, after which the instrument was recognized and the procedure continued successfully. The sim and instrument were replaced. The system recognized the new instrument after the sim replacement and continued without further issues. Visual inspection of the returned double fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the cables that manipulate the jaws. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the double fenestrated grasper was ready after one failed attempt. Evaluation of the logs indicated an issue when attempting to update the instrument use count for the double fenestrated grasper. An error code for 'linked to instrument usage read write read sequence' was triggered, which gives a recoverable subsystem inoperable error. Evaluation of the double fenestrated grasper, confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connection issues between the instrument and the sim. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during docking for a robotic laparoscopic right hemicolectomy the double fenestrated grasper was not recognized. It was replaced, but was still not recognized. So the sterile interface module (sim) was replaced and then the double fenestrated grasper was recognized. There was no patient injury.

Event description:
Pli-10 & -20: it was reported that during docking for a robotic laparoscopic right hemicolectomy, the double fenestrated grasper (dfg) was not recognized. It was replaced and still was not recognized, so the sterile interface module (sim) was replaced and then the dfg was recognized. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.